Manufacturer narrative:
The reported event was addressed with phone support. The technical support engineer (tse) explained the possible causes and the resolutions of the endoscope. The customer resolved the issue prior to calling for support. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer reported to technical service engineer (tse) that the endoscope instrument was moving backwards. The customer was questioning how this issue occurred. Tse explained the possible causes and the resolutions of the scope. The customer resolved the issue prior to calling. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after the ports were placed in the patient. The surgical task being performed was moving the camera. It was unsure if the image inverted. The event did not involve a reversed control on system arms. It was unknown if the vision orientation changed on its own. The endoscope did not move freely with uncontrolled motion. The system did recognize the endoscope. It was unknown if the surgeon confirmed desired orientation when endoscope was installed. It was unknown if there was an indication of the image orientation provided to the surgeon via user interface. A backup endoscope was used for the procedure to resolve the issue. There was no patient injury or harm.